Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to rely on a new tandem t:slim x2 pump since the existing pump was out of warranty and a replacement would be provided.